Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4): litigation documents were received. Litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs. There is no new information that would change the outcome of the investigation.

Event description:
Update: (B)(4) 2012; patient fact sheet was received, which identified side revised and correct doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.